Event description:
(B)(4). My essure was placed (B)(6) 2011. Starting (B)(6) 2012 I developed a rash over my body in odd spots including arms, face and chest. Still to this day, (B)(6) 2014, many dermatologists (including many biopsies) and medications still have not gone away and still no answer to what it may be or what could be causing it. That itself has been the hardest to deal with. It has made me so self conscious that I don't like to be around people because I'm embarrassed and even my own husband has suffered because I don't like not having clothes on to cover it and my face I can't cover always. I wouldn't go anywhere with him in fear that he was embarrassed of me. I have had other side effects as well. Anxiety, forgetfulness, low sex drive, mood swings that make me feel uncomfortable (my poor husband got the brunt of that as well. We even went to counseling together). Feeling faint and dizzy when moving too fast or even sitting still, joint pain everywhere but especially in my lower back and hips, pain so severe in my lower abdomen (more on the right side) that radiated around to my back that sent me to the ER 4 times in the last yr - (B)(6) 2013 and (B)(6) 2014. That severe pain will come and go when it feels like it but I have abdominal discomfort daily along with bloating. With my ER visits I had multiple ultrasounds, two too many CT scans, xrays, blood work, urine tests etc and not one answer for any of them. In all my scans and xrays the coils are seen. I have seen 2 hematologists with blood work showing nothing due to chronic fatigue, night sweats, hot flashes, pain in abdomen. I've seen a rheumatologist who has tested for many inflammatory diseases and came up with nothing due to my chronic joint pain, random fevers and rashes. I've had gi issues as well with bloating, belly pain and even my rash (thinking celiac) so I saw a gi doctor. After a trial of different meds to help and didn't I had an upper endo and colonoscopy done (B)(6) 2013 and came out with nothing as well. In the middle of all of this I had a hysterectomy (B)(6) 2013 with only removing my uterus and cervix but left my ovaries (due to only being (B)(6) she didn't want me to be put into menopause that young) and why I'm still not sure both coils were left too. I've even seen my gynecologist in regards to the pain after my hysterectomy and nothing. I have even mentioned the could the coils be the reason and they all said no. I've never had to deal with so many medical issues in my previous (B)(6) like I have in the past 2yrs after I had my essure procedure. All of this has effected myself and especially my family. Its also been a battle with medical bills due to the pain and other side effects that have made life a daily struggle.